Event description:
It was reported that during a laparoscopic gastric bypass procedure, while performing a gastrojejunostomy the device did not staple properly. It was reported that one side of the donut was significantly thicker than the other side and that the anastomosis was incomplete. The device was removed and the anastomosis was completed with a competitor device. The patient outcome was not altered.

Manufacturer narrative:
(B)(4). Additional information provided: how was it confirmed that the anvil was secured to the trocar? The orange on the trocar was visible when the anvil clicked into place. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? There was an audible crunch and the washer was broken upon inspection. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? The surgeon is unsure of where in the gap setting scale the orange indicator was. Did the red safety remain engaged until firing? The red safety remained engaged until firing. Was the breakaway washer completely cut through? The washer was completely cut through. What did the staple form look like? The surgeon was unsure what the staple form looked like but thinks it was intact. What area of the staple line were staples missing? The surgeon is unsure if any staples were missing or not because the donuts were incomplete. It was impossible to tell if the staples fired into tissue or not who fired the device? Surgeon. She performs 8-10 bypass procedures/week and is very familiar, comfortable, and knowledgable on the stapler has the person firing been trained on how to use the ees circular device? Yes. Has the o.r. Staff been trained in preparing the ees circular device? Yes. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.